Manufacturer narrative:
Additional, changed, and/or corrected data: d.4., d.9., g.1., h.3., h.4., h.6. Device evaluation: analysis of the returned device identified: underweight and opening on posterior.a visual and microscopic analysis was performed which identified: smooth opening on patch bond edge, sharp opening on patch bond edge and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is:smooth opening on patch bond edge assessed as smooth opening. Sharp opening on patch bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, d.6b, h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Initial reporter zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.